Manufacturer narrative:
The pump was returned and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 2.5 mg/ml of dilaudid at 0.125 mg/day via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that the patient's pump was depleted. The patient let the pump run dry as they reportedly were no longer using it. The patient did not report any signs or symptoms related to the pump. It was confirmed that patient non-compliance led to the pump running dry. The patient's pump and catheter were entirely replaced on (B)(6) 2019. The pump was read and eos had been reached at the time of replacement. It was confirmed that the rep was in possession of the pump and the pump would be returned to the manufacturer. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump and catheter were replaced due to the pump running dry. It was noted that the pump was returned for analysis. No further complications have been reported.